Event description:
It was reported that a patient underwent revision (hip / left side) due to infection 4 years after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry UK) report: review the performance of implants following a review of the data conducted in march 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to infection: 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 6, reference: p0125h06, from 1 january 2017 to 1 july 2020. 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 6, reference: p0125h06, batch: 0000144782. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Plasmacup sc size 54mm, reference nh054t, lot 51273281. Sc/msc pe-insert 28mm 52/54, reference nh193, lot 51159938. Biolox forte modular ceramic head 28mm standard neck 12/14 taper, reference 164191, lot 859241. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient undewent revision (hip - left side) due to infection 4 years after implantation. No additional patient consequences were reported.